Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported inability to keep grippers raised. There is no indication of a product issue with respect to manufacture, design, or labeling. The other device referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the anatomy. The ntr clip delivery system (cds) (90731u141) was advanced to the mitral valve however grasping was unsuccessful as the cds could not be properly aligned with the valve. The cds was removed without issue. An xtr clip was implanted successfully. A second ntr cds (90719u261) was attempted however during grasping, the clip became caught in the chords. The clip and delivery catheter (dc) were not responding to steering movements due to the clip caught in the chords. The clip was inverted and was freed without issue and the cds removed. During preparation of the second xtr cds (90724u173), the gripper arms were unable to stay raised therefore the device was not used. A third xtr cds (90906u127) was advanced however during grasping, the clip became caught in the chords and tore the leaflet, causing a flail. The clip was not implanted and the cds removed. The procedure was aborted at this time with the patient in declining health and the mr remaining at 4+. No additional information is provided.